Event description:
Customer reported that the needle on one of his sensors broke. Customer stated that the needle broke off before it could be inserted. Customer also stated that another sensor snapped at the base right after putting it on his body. Customer stated that he noticed the sensor was broken into two pieces. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.